Event description:
Rptr was injured 4/10/93. Surgery 8/12/93. Internal spinal fixation device implanted. Device has to be removed at later date due to complications from the pedicle screws. She is in severe pain.